Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a perforation with subsequent pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was performed. Transesophageal echocardiogram (tee) revealed a bi-lobar appendage with an ostial diameter of 21.4mm. The transseptal puncture was noted to be uncomplicated. An amplatz ss wire was positioned in the superior pulmonary vein and the watchman® access system was advanced. After which a 6f non bsc pigtail catheter was introduced into the laa. Angiography revealed a fairly shallow, bi-lobar laa. The physician initially positioned the pigtail in the superior lobe, but could not obtain enough depth. The 6f pigtail could not be manipulated into the inferior lobe in order to obtain more depth, therefore a 5f non bsc pigtail catheter was introduced via the watchman® access system. While manipulating the catheter deeper into the inferior lobe, it perforated the inferior part of the laa and caused accumulation of a pericardial effusion. The patient remained hemodynmically stable initially, but gradually became tachycardic and mildly hypotensive. The doctor then inserted a pericardial drain via the left xiphisternal area. Approximately 200ml of pericardial blood was drained and reinfused via a central femoral venous sheath. The patient¿s blood pressure normalized and her heart rate came down to around 100 bpm. The heparin was reversed with protamine and pericardial drainage was continued. Two units of fresh frozen plasma was infused. They could see the formation of pericardial thrombus and thought that this would essentially seal the perforation, unfortunately this did not happen and the pericardial effusion continued to accumulate resulting in tamponade. The patient was then referred to the surgeon on standby for a pericardiotomy and surgical laa occlusion which was done successfully.